Manufacturer narrative:
Evaluation, results, conclusions: inherent risk of procedure ¿ (cva/stroke). (B)(4).

Event description:
During the index procedure, two endeavor sprint drug eluting stents were implanted in the rca and a non mdt stent was implanted in the rca. Approximately 34 months post the index procedure, the patient suffered a stroke. Treatment was given at another hospital, so that detail information was unknown. Investigator assessed, the event was not related to the study device.